Event description:
It was reported that the patient alert triggered, and the device experienced possible early elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The higher than nominal current drain reported by the submitter was confirmed and was shown to be caused by leakage in the (B)(4) battery filter capacitor.